Event description:
It was reported that during follow-up, noise was observed on the atrial lead. The noise could not be reproduced through provocative testing. Device reprogramming was performed. The patient was noted to be in good condition throughout the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.